Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was going into the settings mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 9:00am, the patient reported the alleged issue began. The patient informed the cca that he does not take any medication to manage his diabetes. Approximately 30 minutes after the alleged issue began, the patient reported feeling "dizziness, trembling, and tired." The patient reported having food and/or drink at the onset of symptoms. At the time of troubleshooting, the cca was able to assist the patient to resolve the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (06/14/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter was tested and the primary complaint was not confirmed, the meter was found to be working properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.